Manufacturer narrative:
Additional information was provided in a.2., a.3.a., b.5., b.6., b.7., d.10 and h.6.

Event description:
Additional information has been received stating that patient's left eye was involved 45° rotation of lens was observed after one week with 2.21 d change in cylinder power.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implant procedure, the lens was rotated. Additional information has been requested but is not available at the time of this report. There are three medical device reports associated with this report. This is 1 of 3.